Event description:
Same case as: 6000089-2006-01214. It was reported that during a coronary stenting drug eluting treatment procedure, stent damage and difficulty during insertion occurred. The physician predilated the 99% stenosed lesion in the mid left anterior descending (lad) with 1.50x15 mm balloon and a 2.5x30 mm voyager balloon, inflated to 20 atms. The 3.00x32 mm taxus liberte drug eluting stent was placed and inflated to 20 atms. Then the physician attempted to place the 2.75x28 mm taxus liberte drug eluting stent distally to the first stent, however it would not cross the first taxus stent. When he withdrew the stent he noticed some of the distal stent struts were deformed. He then post-dilated with 2.50x30 mm voyager balloon. Then the physician tried a second 2.75x28 mm taxus liberte drug eluting stent which passed through the first stent and was successfully placed. The physician then attempted to place a 3.50x12 mm taxus liberte in the 70% stenosed lesion located in the slightly calcified, proximal right coronary artery (rca), however it would not overlap a previously placed taxus liberte drug eluting stent. The stent also had distal strut damage when it was withdrawn from guide catheter. The physician further post-dilated with a voyager balloon, inflated to 22 atms. Then he was able to successfully deploy a 3.00x12 mm taxus liberte drug eluting stent. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevent information become available; a supplemental medwatch report will be filed.